Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the eval has been completed. Eval: method: device history record was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.

Event description:
The customer reported that during a hemodialysis procedure, air bubbles were seen in the dialysis machine. The customer stated that the air bubbles came from the catheter. No harm or injury was reported.